Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was having intermittent response when the act and down buttons was pressed. Customer's blood glucose was unknown. The block mode on the device was not active. The batteries were replaced and the issue persisted. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with minor scratches on lcd window.